Event description:
Reportedly, on (B)(6) 2023, vega r58 (s/n: (B)(6)) was implanted in the ventricular apex. The day after, a high pacing threshold was observed and the physician decided to perform a reintervention. On (B)(6) 2023, the ventricular lead was repositioned at the same position, which resolve the reported problem.

Manufacturer narrative:
Correction: section b1 the event is related to adverse event and not device problem as indicated in the initial MDR submitted. Section h1: serious injury was selected despite device malfunction as indicated in the initial MDR submitted. Summary investigation: review of the quality documents confirmed a regular device manufacturing. As reported, one day after implantation ((B)(6) 2023), an increase in ventricular pacing threshold occurred. As no evidence of this behavior was provided, it was not possible to confirm the reported event based on follow-up data. The subject lead was repositioned during the re-intervention on (B)(6) 2023, resolving the associated ventricular pacing threshold increase. Consequently, no lead malfunction is suspected. The x-ray images provided, taken after implantation and before reintervention, revealed that the lead position was not the same and that a lead displacement occurred, which explained the reported ventricular capture threshold increase. Lead dislodgement likely occurred due to external factors, such as patient physiology or physician preferred implant site. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, vega r58 (s/n: (B)(6)) was implanted in the ventricular apex. The day after, a high pacing threshold was observed, and the surgery determined that vega r58 was out of order, and reintervention occurred. Vega r58 was re-placed and the surgery was completed.